Manufacturer narrative:
The field service engineer (fse) observed the dead plate sticking due to buildup of blood under the tube retract sensor. The fse cleaned the dead plate and reassembled and noted the system no longer generated tube retract errors. The fse replaced the rf (radio frequency) box and adjusted the volume (v) and conductivity (c) channels. The fse verified %cv (coefficient of variation) and latron recovery were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issues. (B)(4).

Event description:
The customer reported having excessive slide reviews for immature cells (imm) neutrophil (ne) and tube retract error message involving the coulter lh 500 hematology analyzer. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The radio frequency box was returned to beckman coulter (bec) for investigation. The customer complaint could not be duplicated. The box passed the instrument test and no problems were found. In conclusion, the cause of the reported issue could not be determined. Evaluation codes were updated based on this additional information. Bec internal identifier for this report is (B)(4).